Event description:
Treatment of three consecutive small blister aneurysms measuring 3mm each located in the superior hypophyseal segment of the right ica (internal carotid artery). One of the aneurysm was ruptured and bled. During the pipeline (3.75mm x 18mm) deployment, it was reported that the proximal segment of the pipeline did not open properly despite multiple attempts. The physician removed the pipeline and the procedure was completed with a new pipeline. Heparin was administered as per standard protocol.on oct 23 2013, the patient was reported as being stable and doing fine.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).